Event description:
The device was being used on a pt for cardiopulmonary resuscitation. After nine minutes of use, a gas leak developed and the unit stopped. It was removed from the pt, manual CPR was continued, and then another thumper was applied. The pt was not revived. The operator reported that the failure of the device did not contribute to the death of the pt.

Manufacturer narrative:
An eval of this unit found that a manifold cover had come loose, causing the gas leak. The unit has been in use for over 13 years and is past due for the recommended 10 year factory service.